Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection : no physical damages seen on the unit. The pump still had the revision a sensor bracket. Functional inspection : the pump booted up with the following software version: 01.03.07. The critical error log was also reviewed and there were no errors experienced, it was noticed that the date was at 1970. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. Manual pressure check was also performed and passed. The customer complaint was not duplicated. Recommend to have the mainboard replaced due to 1970 date, sensor bracket and software update. The probable root causes could be (1) user settings (2) kinked outflow tubing or (3) defective pressure sensor bracket. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the stryker arthroscopy pump was maintaining normal pump pressure but the patient postoperatively exhibited a joint effusion from the shoulder into the chest.

Event description:
It was reported the stryker arthroscopy pump was maintaining normal pump pressure but the patient postoperatively exhibited a joint effusion from the shoulder into the chest.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.